Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('haemorrhages') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal symptom ("acute abdominal"), back pain ("lower back pain"), groin pain ("inguinal pain"), arthralgia ("joint pain (in the knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), tooth loss ("dental problems (loss of teeth)"), alopecia ("hair loss"), hypersensitivity ("allergic reaction"), food intolerance ("food intolerances"), fatigue ("feeling of fatigue"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decreased libido"), tachycardia ("tachycardia"), depression ("depression"), menstruation irregular ("menstrual irregularity (heavy, non-existent or irregular period duration)"), amenorrhoea ("menstrual irregularity (heavy, non-existent or irregular period duration)"), menorrhagia ("menstrual irregularity (heavy, non-existent or irregular period duration)"), vaginal discharge ("vaginal discharge"), cystitis ("cystitis"), dermatitis ("dermatitis"), blindness ("loss of vision"), ear disorder ("ear disorders"), vertigo ("vertigo"), migraine ("strong migraines"), amnesia ("amnesia"), paraesthesia ("tingling of extremities"), joint swelling ("swelling of the hands and ankles"), peripheral swelling ("swelling of the hands and ankles"), hyperhidrosis ("abnormal sweating"), uterine injury ("lacerations of the uterus and fallopian tubes") and genital injury ("lacerations of the uterus and fallopian tubes") and was found to have weight increased ("weight changes (both weight gain and loss)"), weight decreased ("weight changes (both weight gain and loss)") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (essure removal via hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, abdominal symptom, back pain, groin pain, arthralgia, nausea, vomiting, tooth loss, alopecia, hypersensitivity, food intolerance, fatigue, insomnia, affective disorder, libido decreased, tachycardia, depression, menstruation irregular, amenorrhoea, menorrhagia, vaginal discharge, cystitis, dermatitis, blindness, ear disorder, weight increased, weight decreased, vertigo, migraine, amnesia, paraesthesia, joint swelling, peripheral swelling, uterine leiomyoma, hyperhidrosis, uterine injury and genital injury outcome was unknown. The reporter considered abdominal symptom, affective disorder, alopecia, amenorrhoea, amnesia, arthralgia, back pain, blindness, cystitis, depression, dermatitis, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, insomnia, joint swelling, libido decreased, menorrhagia, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, vertigo, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: the duration of events started from the time of device was inserted (date not reported) to time of removal (date not reported) and therefore for a variable period of time, from a minimum of 2 up to more than 10 years, during the course of which the patient was forced to undergo repeated specialist medical visits (gynaecology, x-ray, magnetic resonance imaging, computed tomography scan - no lab data were reported). The disorders described in this case have caused permanent damage quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('haemorrhages') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal symptom ("acute abdominal"), back pain ("lower back pain"), groin pain ("inguinal pain"), arthralgia ("joint pain (in the knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), tooth loss ("dental problems (loss of teeth)"), alopecia ("hair loss"), hypersensitivity ("allergic reaction"), food intolerance ("food intolerances"), fatigue ("feeling of fatigue"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decreased libido"), tachycardia ("tachycardia"), depression ("depression"), menstruation irregular ("menstrual irregularity (heavy, non-existent or irregular period duration)"), amenorrhoea ("menstrual irregularity (heavy, non-existent or irregular period duration)"), menorrhagia ("menstrual irregularity (heavy, non-existent or irregular period duration)"), vaginal discharge ("vaginal discharge"), cystitis ("cystitis"), dermatitis ("dermatitis"), blindness ("loss of vision"), ear disorder ("ear disorders"), vertigo ("vertigo"), migraine ("strong migraines"), amnesia ("amnesia"), paraesthesia ("tingling of extremities"), joint swelling ("swelling of the hands and ankles"), peripheral swelling ("swelling of the hands and ankles"), hyperhidrosis ("abnormal sweating"), uterine injury ("lacerations of the uterus and fallopian tubes") and genital injury ("lacerations of the uterus and fallopian tubes"), and was found to have weight increased ("weight changes (both weight gain and loss)"), weight decreased ("weight changes (both weight gain and loss)") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (essure removal via hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, abdominal symptom, back pain, groin pain, arthralgia, nausea, vomiting, tooth loss, alopecia, hypersensitivity, food intolerance, fatigue, insomnia, affective disorder, libido decreased, tachycardia, depression, menstruation irregular, amenorrhoea, menorrhagia, vaginal discharge, cystitis, dermatitis, blindness, ear disorder, weight increased, weight decreased, vertigo, migraine, amnesia, paraesthesia, joint swelling, peripheral swelling, uterine leiomyoma, hyperhidrosis, uterine injury and genital injury outcome was unknown. The reporter considered abdominal symptom, affective disorder, alopecia, amenorrhoea, amnesia, arthralgia, back pain, blindness, cystitis, depression, dermatitis, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, insomnia, joint swelling, libido decreased, menorrhagia, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, vertigo, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: the duration of events started from the time of device was inserted (date not reported) to time of removal (date not reported), and therefore, for a variable period of time, from a minimum of 2 up to more than 10 years, during the course of which the patient was forced to undergo repeated specialist medical visits (gynaecology, x-ray, magnetic resonance imaging, computed tomography scan - no lab data were reported). The disorders described in this case have caused permanent damage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.